Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error 25 (power error) alarm and alleged on frozen display. The customer reported no adverse event. The event involved product(s) mmt- 1780kpk. Troubleshooting was performed and the customer was not able to clear the error alarm. Customer tried to rewind the pump, and the power error detected occurred again. Customer reported a frozen display screen with no response from button presses. Time clock advanced. Pump alarm occurred prior or during to frozen display. Error table indicated the pump should be replaced. No harm requiring medical intervention was reported. Mmt- 1780kpk was requested, and customer response was the device will be returned.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. Pump was monitored and on frozen screen anomalies noted. No pump error 25 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thus software. However, pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2025 00:38:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, partially broken retainer ring, stained keypad overlay, broken belt clip rails, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Frozen screen not confirmed during testing. However, pump error 25 confirmed in the pump history files and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. Pump was monitored and on frozen screen anomalies noted. No pump error 25 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thus software. However, pump trace download analysis confirmed the pump alarmed pump error 25 on 03/29/2025 00:38:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, partially broken retainer ring, stained keypad overlay, broken belt clip rails, cracked case, cracked battery tube threads, and cracked case on the battery tube side. Frozen screen not confirmed during testing. However, pump error 25 confirmed in the pump history files and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.